Manufacturer narrative:
(B)(4). Eval summary: the analysis results for the el5ml instrument confirmed that it was returned non-functional. The instrument was returned empty and locked out, but the orange indicator was not showing up. The instrument is designed to lockout when all the clips have been fired and the orange indicator must be visile after the 13th clip is fired. In addition, the ramp of one side of the jaws and the cam were noted to be broken. No conclusion could be reached as to what may have caused the indicator issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that the device locked, and did not release the clips during the procedure. No further info was provided. There was no patient consequence.